Event description:
The facility representative reported a flogard infusion pump that cannot turn on. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of does not turn on was confirmed during device evaluation as failure code 49. The cause of the problem was a damaged main battery. The main battery was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).